Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2024 the patient experienced an issue with infusion set tubing detached from connector and infusion set is used for 1 day. The blood glucose level was 205 mg/dl. No further information available.